Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00128. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During fill, a leak/backflow was observed at the fillport. Further examination of the fillport revealed that the cause of the leak/backflow was due to a glass fragment, measured to be 0.60 square mm in size, lodged under the device¿s checkband. No manufacturing process step would allow a glass fragment to be introduced near or adjacent to the fillport. The most likely cause of the glass fragment becoming lodged under the checkband is user filling technique. Drug glass ampules used for filling the device without a filter can result in this type of event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked at the fillport. There was no patient involvement. No additional information is available.